Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on january 14th, 2020, that replacing the recharger resolved the issue. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4). Product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger screen was on, but then, it totally disappeared and wouldn't turn back on. Due to this issue, the patient hasn't been able to charge his implantable neurostimulator (ins) and has been having horrible neuropathic pain in his leg. The patient spoke to a manufacturer representative (rep), who advised him to reset the recharger, but he couldn't reset the recharger. The patient confirmed that the desktop charger appeared fine. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.